Event description:
It was reported that during a pci procedure, stent damage occurred. The 100% stenosed lesion was located in the proximal right coronary artery (rca). The physician confirmed the lesion with ivus after it had been treated with thrombus aspiration and balloon dilatation. The physician attempted to cross the lesion with the liberte bms, however, he was unsuccessful. When attempting to withdraw the stent, the proximal edge became caught on the guide catheter tip and the edge of the stent was "rolled up". To avoid stent migration, the physician exchanged the device for another liberte bms to complete the procedure. There were no reported patient complications. Patient status listed as "good".